Event description:
Swelling. Pseudo-septic reaction [pseudosepsis]. Case description: spontaneous report was received on (B)(4) 2013 from a physician via a sales representative regarding a (B)(6) female patient, initials unknown. The patient's medical history was not provided. On an unspecified date, the patient initiated treatment with synvisc one (hylan g-f 20) injection, route and dosage regimen not provided. The lot number for synvisc one was not provided. On unspecified dates, the patient developed pseudo-septic reaction and swelling. On an unspecified date (two weeks after receiving synvisc one), the patient was injected with cortisone to take down the swelling. The action taken with synvisc one treatment was not provided. The outcome for both the events was not provided. Concomitant medications were not provided. The intensity for both the events was not provided. The causal relationship between synvisc one and both the events was not provided by the reported physician.

Manufacturer narrative:
The qa (quality assurance) investigation results were received on (B)(4) 2013. Evaluation summary: the product lot number was not provided and batch record review is not possible. It is the requirement to review all finished batch records for conformance to specifications prior to release. Any out of specification result is identified and mitigated. On a periodic basis, data is presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Manufacturer's comment: the benefit-risk relationship of the product is not affected by this report.